Event description:
Edwards received notification that after the implant of a 21mm aortic valve, the culture performed on the ID tag resulted positive to gram-positive aerobic bacteria. As reported, the information of infecting organism was unavailable. The patient was discharged and did no have any symptoms.

Manufacturer narrative:
H10: additional narratives. Updated b5, d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional narratives: any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. (All should be reported, regardless of whether they are detected prior to use or not.) In this case, the culture on the ID tag of the implanted valve shows positive, indicating the valve might have been contaminated/infected prior to use. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that procedural factors contributed to the event.

Event description:
Edwards received notification that after the implantation of a 21mm aortic valve, a culture performed on the ID tag showed positive to gram-positive aerobic bacteria. The patient was discharged and did no have any symptoms.